Event description:
The reporter stated the surgeon attempted to use an aq2015a silicone aspheric three piece lens. The lens got stuck in the cartridge due to loading error. There was no patient contact. The reporter stated the lens was advancing in the injector. Lens was discarded.

Manufacturer narrative:
.